Event description:
It was reported that upon interrogation, the patient notifier had goner off due to out of range high voltage lead impedance. The patient notifier was turned off with no further issues.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.